Event description:
A customer reported that a patient's sample with anti e (previously frozen in 2007) did not react with 0.8% resolve panel a lot vra101. Additional samples from same patient were frozen at two other times; sample frozen five weeks later reacted 1+ with homozygous cells, sample frozen one month later, reacted 2+ with both homozygous and heterozyous cells. All testing performed 3 weeks later. No death or serious injury was associated with this incident.